Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock impedance measurement, that had steadily increased. Technical services (ts) was consulted and discussed available programming settings as well as their relationship with therapy delivery. Ts speculated it could be due to lead calcification and discussed possible adjustments if the value kept increasing. This crt-d remains in service. No adverse patient effects were reported.